Event description:
Information was received from the patient's treating physician. The patient's increased depression was reported to be related to the patient's loss of therapy and their low battery. Their depression was worse with their battery dead. The relationship of their suicidal ideation and their vns is unknown. Prior to the event no programming or medication changes were made. Their generator is at end of battery life and needs to be replaced. Insurance will not cover their replacement surgery at this time.

Event description:
Initial information was received that a vns patient would be scheduled for surgery as their device has been dead since the end of (B)(6). Surgery has not been scheduled at this time related to insurance issues. On (B)(6) 2011 office visit, the patient's device was unable to be interrogated and felt that their battery may be down very low. The patient noted that his speech does not become hoarse as frequently as usual, likely a sign their vns battery is dying. On (B)(6) 2011, the battery on his vagal nerve stimulator (vns) registered as in need of replacement. With vns therapy, the patient has experienced the best control of his depressive symptoms in combination with his current medication regimen. On (B)(6) 2012, there was a report that the patient is having suicidal thoughts. Reported that the patient is in fragile state and has made self harm statements. It is unknown if the patient has a history of suicidal thoughts and the relationship to their vns. It is unknown if related to their loss of therapy. Good faith attempts are underway to obtain further information. At this time, no further information has been attained.